Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri). It was unknown whether eri was triggered by battery voltage or charge time measurements. Recent battery voltage measured 2.38 volts with a charge time measurement of 17.2 seconds. A replacement procedure was scheduled. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was later explanted due to normal battery depletion and returned for reliability analysis.